Event description:
The customer reported a loss of fluoroscopy x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.